Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was confirmed that the date setting is misaligned, and the most recent entry, there was a record of latch lock failure when connected cassette to the pump. The most probable cause was a defective latch lock sensor. Replaced the latch lock sensor. Performed all function test and all passed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that when trying to lock, it does not recognize it, so it won't start. Discovered during testing. No patient involvement was reported.